Event description:
This lead was explanted due to crush 2 days after an lv lead extraction.

Manufacturer narrative:
Upon receipt, the lead was found dissected in two fragments. All fragments of the lead were returned for analysis. The returned lead fragments were analyzed. The inspection demonstrated a damaged insulation due to laser extraction at 17 cm distal to the is-1 connector pin. It is reasonable to assume that this damage resulted from the extraction of the lv lead. The cuttings in the insulation, the deformation of the outer coil as well as the pulled out ring electrode occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.